Event description:
During the process of contacting the patient's physician to notify him that the patient's device may be nearing end of service, it was discovered that the patient's ncp system was explanted due to infection.